Event description:
Reporting status: serious injury- surgical intervention. Reporting rationale: separated in pt anatomy requiring surgical intervention. Device issue: guiding catheter separation. It was reported that at the end of the case the guiding catheter had separated approx six inches out of the pt and a femoral cut down (surgery) was performed to remove the rest of the guiding catheter. The physician used other guiding catheters from the same box/lot with no issue. The account manager viewed the guiding catheter and it appeared to be twisted where it had separated. The physician reports that there was no resistance. No pt effects were reported. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation- separation can occur due to, but is not limited to, manufacturing, damaged outer and inner jacket, materials, device insertion/removal technique, over torquing/pushing/pulling, shape selection, and/or device interaction. Separation may also happen when the catheter is subjected to tensile or torsional loads beyond its design limits causing the portion to detach. The guiding catheter "appeared to be twisted where it had separated" suggesting that there was torsional overload at the separated location. A guiding catheter being over torqued would require a portion to be trapped within the anatomy or by another device in order to create the required forces to damage the catheter was described.